Event description:
The contact called for help with the customer's meter. She stated that the paramedics had been called for the customer. They tested her blood glucose at 50 mg/dl. No other info was provided about the event. Control solution and a check strip were to be sent to the customer for further troubleshooting of the system. No product will be returned at this time.